Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the batteries to resolve the issue and completed the scheduled pm with full calibration. The unit passed all functional and safety tests per factory specification and was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported by the service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test during preventive maintenance (pm). There was no patient involvement, thus no adverse event was reported.